Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was recently hosptialized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 500 mg/dl. Caller stated that this incident was due to a bent cannula. Customer also reported that the insulin pump failed to alarm no delivery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.